Event description:
Customer reported low output. There was no reported pt injury. Co's investigation into the reported event is still ongoing. A follow-up report will be issued when the investigation has been completed.